Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and checked the system and found mtml sluggish and unable to take control of the arm, and also the right-side mtm having a drifting issue during intuitive motion. The fse then replaced the master tool manipulator (mtm 1, 2 and 3). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, one of the console's left master tool manipulator (mtm) took control from the other console and pointer was not working. Site completed the procedure robotically with original configuration. No error reported in the logs related to the complaint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the procedures on the hospital are planned to be performed on a dual console configuration. The control from the affected master tool manipulator was shifted to the non-affected console. There was a delay of less then 15 minutes.